Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03527. It was reported that a rotawire fracture occurred. Vascular access was obtained via radial artery. The non totally occluded, eccentric, de novo stenosed target lesion was located in the non-calcified left anterior descending artery (lad). A 1.25mm rotalink burr and rotawire were used and advanced to treat the target lesion. After testing the burr, it was advanced into the patient's body; however, it was noted that the wire was broken into two pieces outside the patient's body. The burr and rotawire were removed manually. The procedure was completed with another of the same burr and rotawire. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Upn corrected from (B)(4). Catalog/model# corrected from 22768-002 to 22768-003. Device evaluated by MFR.: device was returned for analysis. Returned product consisted of the rotalink burr catheter and a rotawire. The rotawire was received inside burr catheter and removed with no issues. The sheath, coil, and burr were microscopically and visually inspected. There was white fibrous material on the coil, 2.5mm ¿ 6mm proximal of the burr. The annulus was noticed to be damaged, not rounded and flared. It is probable that the rotating burr came into contact with the guidewire during the procedure leading to the damaged annulus and reported fractured guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03527. It was reported that a rotawire fracture occurred. Vascular access was obtained via radial artery. The non totally occluded, eccentric, de novo stenosed target lesion was located in the non-calcified left anterior descending artery (lad). A 1.25mm rotalink¿ burr and rotawire¿ were used and advanced to treat the target lesion. After testing the burr, it was advanced into the patient¿s body; however, it was noted that the wire was broken into two pieces outside the patient¿s body. The burr and rotawire were removed manually. The procedure was completed with another of the same burr and rotawire. No patient complications were reported and the patient¿s condition was stable.